Event description:
It was reported that approximately two months following a vaginal sling procedure, the pt presented with an inflammatory reaction at the abdominal skin site which appeared to cause break down and discharge of tissue. A culture was performed and no infection was identified. A biopsy was performed and was negative. The tissue was completely removed. Pt's incontinence has been corrected and pt is currently doing fine. No further complications have been reported.